Event description:
Complainant alleged that the first responders were analyzing the heart rhythm of a pt, who was in a cardiac arrest condition. The device gave a "no shock advised" prompt, and the responders then performed pt CPR for 15 seconds. The medics again analyzed the pt's heart rhythm, and the device gave a "shock advised" propmt, and the pt was shocked at 200 joules. After the pt was shocked, the device failed to go into analyze mode and to analyze the pt's heart rhythm. The first responders depressed the analyze button 3-5 times, and the device eventually analyzed the pt's heart rhythm, and issued a "no shock advised" prompt. The responder then performed pt CPR, per their protocol. Upon the medics; arrival on scene, the pt's heart rhythm was again analyzed, and the device gave a "no shock advised" prompt. The medics observed something in the pt's heart rhythm that they decided to shock. The device was then turned to manual mode and a 200 joule shock was administered to the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was in a cardiac arrest condition upon the first responders arrival.